Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that after 22 days dental implant was installed in intraoral region 15#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved.